Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a metal shard from the inserter was found in the patient on x-ray and subsequently was removed. There were no further medical interventions necessary. There is no further information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11 visual examination of the provided pictures identified a metallic piece of the device has fractured. No further evaluation could be made from the provided pictures. Lot identification is necessary for review of device history records, lot identification was not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a small retained foreign body is present. A definitive root cause cannot be determined. The complaint is confirmed based on the x-ray findings and provided pictures. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d1, d4, g3, g6, h2, h11.

Event description:
It was reported that a metal shard from the flexible drill was found in the patient and removed. The instrument was a reused device. There is no further information available.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; g3; h2. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. The following sections were corrected: d2a. Visual examination of the returned product identified the silicone sleeve and junction ends showed signs of previous uses. Black silicone sleeve was able to be rolled back to expose the spring damage. Flexible shaft showed fractured springs at the distal junction end. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause is unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.